Event description:
The customer reported to olympus the tracheal intubation fiberscope had a pinhole in the bending section cover. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating of the image guide serpentine was peeling off which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a pinhole in the bending section cover, causing a loss in water tightness. Upon further inspection, it was observed that the coating of the image guide serpentine (connecting tube) was peeling off due to deterioration. It was also observed that there was deformation in the control unit causing a loss in water tightness. It was observed that the adhesive of the bending section cover had a chip due to chemical or physical stress. It was also observed that the cleaning brush could not be inserted smoothly due to damage on the channel. It was observed that the control unit and diopter ring had discoloration due to chemical stress. It was also observed that the connecting tube had a dent due to physical stress. It was observed that the venting connector under the grip was shaved due to a handling problem. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: control unit, eye piece, diopter ring, scope connector cover, up-down plate, angulation lever and on the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors and handling. Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates the event occurred after use during a diagnostic bronco procedure. The procedure was completed with the same device and without delay.